Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the distal end was extremely stretched at the tip section. The tip of the lead was not returned and the damage to the lead was consistent with induced damage during explant. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and defibrillation lead expired. The death was unwitnessed and there were no allegations against product functionality. Review of stored data found the system had chronic high shock impedance measurements, including high out of range measurements. Stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes in january showed successful conversion with high shock impedance measurements. In september a stored vt/vf episode showed ten shocks had been delivered with impedance measurements greater than 125 ohms for each shock. The shocks were unsuccessful and therapy was exhausted with vt/vf continuing. Following this episode, all measurements became out of range indicating the patient had likely expired. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and defibrillation lead expired. The death was unwitnessed and there were no allegations against product functionality. Review of stored data found the system had chronic high shock impedance measurements, including high out of range measurements. Stored ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes in january showed successful conversion with high shock impedance measurements. In september a stored vt/vf episode showed ten shocks had been delivered with impedance measurements greater than 125 ohms for each shock. The shocks were unsuccessful and therapy was exhausted with vt/vf continuing. Following this episode, all measurements became out of range indicating the patient had likely expired. The product has been received for analysis. This report will be updated upon completion of analysis.